Event description:
It was reported that during a knee surgery, it was observed that there were " burr issues, not locking" on the motor device. The reporter stated there was no delay in surgery, and identical spare device was available for use. There were no injuries or medical intervention reported. The date of this event was unknown to the reporter. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned. (B)(4) evaluated the device.. A functional assessment was revealed that the cutter would not lock. Therefore, the reported condition was confirmed. Evidence indicates this was due to improper handling and use. If additional information should become available, a supplemental report will be sent accordingly.